Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device, the unit overheats at all temperature settings. This unit was recently acquired by the user facility. The user facility requested a preventative maintenance (pm) be performed prior to any clinical use. Since this event was during pm, there was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr).